Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event. It was indicated that the customer would continue to use manual injections as insulin therapy until the replacement pump was received.